Event description:
This case was reported by a consumer's friend and described the occurrence of death nos in a pt who used polident (polident for partials denture cleanser tablets) for dental cleaning. A physician or other health care professional has not verified this report. Past medical conditions include smoking. On an unk date, the pt started using polident (dental). At an unk time after starting polident, the pt died seven to eight years ago. The cause of death is unk. It is unk whether an autopsy was performed. MFR's comment: the MFR's report number for this case is 1020379-2005-00004. Polident for partials denture cleanser tablets is manufactured in memphis, tennessee and neither the lot number nor the product are available for testing. No corrective actions have been required based on this report.